Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
(B)(4). The customer reported that the ac power module had failed. The customer was sent a new one which resolved the failure. The unit remains at the customer site with the new module installed. As of 12/6/2010 there have been no further problems reported from this customer site regarding this issue.